Event description:
It was reported that upon opening of sensation plus box a condensation like appearance was observed inside sterile packaging of balloon. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: b5.

Manufacturer narrative:
(B)(6). Product details in the parent record is incorrect or mismatching, we are following up with the customer for more details. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon opening of sensation plus box a condensation like appearance was observed inside sterile packaging of balloon. There was no patient involved.

Event description:
It was reported that upon opening of mega 30cc box a condensation like appearance was observed inside sterile packaging of balloon. There was no patient involved.

Manufacturer narrative:
Corrected fields- b5, d(brand name, catalog number, version number, UDI number, lot, expirt date). Updated fields- b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d1, d4 catalog number, version or model number, UDI number, expiry date, h4. No decon or visual inspection performed since product was not returned and could not be evaluated. One picture was sent from the customer and the sensation plus 8fr 50cc catheter kit was shown to be intact and sealed. Clear fluid is seen inside the product packaging, confirming the reported failure. The fluid will not be able to get tested to determine what it is since the device was not returned by the customer. The fluid is most likely to be silicone, which is used as a lubricant during the manufacturing process and it is biocompatible, and does not affect the function of the device, and poses no risk to the patient. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.